Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump started losing lower intermittently on the evening of (B)(6) 2014. The reporter stated that some time during the night, the battery cap fell off the pump. The patient woke up with a blood glucose (bg) of over 250mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the pump had a crack in the battery compartment. This report is being made due to intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of unexplained power on resets. A battery compartment is cracked from threads to case seal. A returned battery cap has stripped threads and is unable to fully secure to the pump. Power on resets were duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions were duplicated with test battery cap. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.